Event description:
Md stated that when he fired the instrument, the staple line leaked. The md went on further to say that the leak led to a colostomy. The pt then experienced sepsis and subsequently expired. Md stated that there was no autopsy perormed and he would provide a copy of the operative report. Obtained operative report. The report of the re-operation is as follows: "indications for procedure: this 78 -year-old gentleman who was operated on approx one week ago for small bowel obstruction adhesive band that was clearly causing obstruction as well as a 20 cm sigmoid colon. Because it was a very large sigmoid colon, this area was resected with a primary anastomosis. Postoperatively, he had an ileus and had developed a massive amount of free air. He had guarding which was noted as well as this morning and a gastrografin enema was obtained by md to rule a possible anastomotic leak. The gastrografin enema with followup CT scan did show obvious extravasation. He was therefore taken to the operating room for the above procedure (anastomotic leak with fecal peritonitis" the preoperative diagnosis of the initial procedure was "small bowel obstruction". The postoperative diagnosis that was listed at that time was "small bowel obstruction and megacolon of the descending colon."